Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Fse was dispatched and on 16-sept-2016 found leak at small syringe and replaced the syringe. Cleaned and lubed all. Still got error. Adjusted the microswitch. Error occurs when syringe primes not during sampling. Ran qc-good. Ran 2 racks of patient samples with no errors. Ordered asm board and motor for monday delivery. On (B)(4) 2016 fse replaced both the motor (small syringe) and the asm pcb. Tested with no errors noted. The most probable cause of the reported event was asm pcb & small syringe motor failure.

Event description:
On (B)(6) 2016, the customer reported error 707 small syringe with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.